Event description:
It was reported that the bd syringe 1 ml s/t bns scale marking was missing. The following information was provided by the initial reporter: syringes with no print on it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: 1061961 d.4. Medical device expiration date: 28-jan-2026 h.4. Device manufacture date: 03-mar-2021 h.6. Investigation summary: one sample and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that syringe was missing most of its printed scale marks. Potential root cause for the missing print defects is associated with the marking process. These defects are occurring at an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 1061961. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. As the other batch 163249 involved in this incident is invalid, a device history record review cannot be performed.

Event description:
It was reported that the bd syringe 1 ml s/t bns scale marking was missing. The following information was provided by the initial reporter: syringes with no print on it.